Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration was acceptable. The alarm trace showed multiple "abnormal aspiration (sample probe)" alarms, which are indicative of possible poor sample quality. The field service representative found worn vacuum and sipper nozzles, a chipped ultrasonic vessel, and a bad reference electrode. He replaced the vacuum and sipper nozzles, the ultrasonic assembly, and the reference electrode. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 133 mmol/l. The physician questioned the low result, and the sample was repeated. The sample was repeated on another module, and the result was 137 mmol/l. This result was believed to be correct. The electrodes and pinch valve tubing were replaced, and an ise (ion selective electrode) check and calibration were performed. The sample was repeated on the same module as the initial result, and the results were 133 mmol/l, 136 mmol/l, 139 mmol/l, and 139 mmol/l.